Event description:
It was reported that the image remained green on the display when using the deflectable videoscope even after connecting. The event occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches observed on the tip metal part of the device. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include stress problems and electrical / electronic component problems. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.